Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask, area not clean before starting dialysis and the 6 steps of handwashing was not followed. The patient was hospitalized on the same day as the onset and was treated with vancomycin injection (1 gram,stat dose, route not reported) and meropenem injection (1 gram, twice a day, route not reported). At the time of this report, the patient outcome was unknown and antibiotic therapy was ongoing. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Correction: additional information: upon follow-up, it was reported the patient was discharged from the hospital and completed antibiotic treatment. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.